Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Neonatal intensive care unit (nicu) nurse noted targeted temperature (tt) was 33.5c, but patient temperature (pt) was only 32c and arctic sun device had shut off multiple times. Water temperature (wt) was 39.3c, flow rate (fr) was 1.6lpm, good pad coverage, patient temperature (pt) confirmed with rectal probe, guided to event log and noted alarm 15 (unable to obtain stable patient temperature) and alert 50 (patient temperature one erratic). Flexed cable and patient temperature (pt) were stayed stable. They have no other devices available but might be able to borrow a cable from an adult unit. Advised if these alarms persist after changed cable, they should try changing the probe next. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: b, d, e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted targeted temperature (tt) was 33.5c, but patient temperature (pt) was only 32c and arctic sun device had shut off multiple times. Water temperature (wt) was 39.3c, flow rate (fr) was 1.6lpm, good pad coverage, patient temperature (pt) confirmed with rectal probe, guided to event log and noted alarm 15 (unable to obtain stable patient temperature) and alert 50 (patient temperature one erratic). Flexed cable and patient temperature (pt) were stayed stable. They have no other devices available but might be able to borrow a cable from an adult unit. Advised if these alarms persist after changed cable, they should try changing the probe next. No further calls from this account overnight. Per follow up information received via task on 24mar2025, the nurse stated they had pulled the case data to review and found multiple erratic temperature alarms. They also found alarms 15 and 51 in the event log. The device was paused for about one hour so a biomed could replace the cable. This resolved the issue and therapy resumed.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted targeted temperature (tt) was 33.5c, but patient temperature (pt) was only 32c and arctic sun device had shut off multiple times. Water temperature (wt) was 39.3c, flow rate (fr) was 1.6lpm, good pad coverage, patient temperature (pt) confirmed with rectal probe, guided to event log and noted alarm 15 (unable to obtain stable patient temperature) and alert 50 (patient temperature one erratic). Flexed cable and patient temperature (pt) were stayed stable. They have no other devices available but might be able to borrow a cable from an adult unit. Advised if these alarms persist after changed cable, they should try changing the probe next. No further calls from this account overnight.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.